Event description:
Additional information received from the patient showed that the steps taken to resolve the poor communication on the programmer was they wiggled the connector, unplugged and plugged it back in, and changed the positioning of the antenna relative to their ins. The patient also attempted communication with both their recharger and their patient programmer. When using the recharger, the patient adjusted the dial the positioning of the antenna in relation to their ins as well as trying each of these steps both on battery power and while plugged into the a/c power charger, and trying each both in and out of the charging belt. The patient did a lot of trial and error in terms of positioning with the patient programmer. They alternated various program parameters and cycled through several sets of new aaa batteries. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received from the consumer reported that they were trying to meet a manufacturer representative for a trickle charge. The patient was indicated for spinal pain.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had poor communication to their implantable neurostimulator (ins) using either the programmer or re charger units. The last successful charging sessions was 3 weeks ago ((B)(6) 2015) and the last time the patient felt the stimulation was 3 to 5 days ago. The indication for use for the device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.